Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight, broken shell, red particles in the shell. A visual and microscopic analysis was performed which identified: sharp broken and crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on radius of broken device assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.